Manufacturer narrative:
Batch review performed on 22 december 2017: lot 148171: (B)(4) items manufactured and released on 26 september 2016; expiration date: 2021-09-11. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by packaging department responsible on 22 dec 2017: the primary envelop (the one declared "not welded") has the part in opa/pe shorter than the standard. This envelop results to be somehow "worked" close to the welding and this leads to think that the welding was present when the packaging activity was performed. Furthermore, the secondary envelop (declared to be conforming) has the same defect, even if less evident, but in this case the part in opa/pe results to be sealed to the medical paper. We also checked, following aql 1.0 parameters, the envelops still in stock without any detection of non conformities.

Event description:
During the packaging opening the nurse noticed that one of the plastic bag welding was missing. The surgery was completed successfully using another rod.